Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt presented with complaints of pain following multiple-dislocations. Pt had her hip replaced 'about a year ago'. Her hip has dislocated 'more than a half a dozen times since then'. Took culture-swabs to rule out infection. He suspects 'some sort of metalosis-reaction', following debridement of 'necrosed-looking tissue." A 46mm ha hemi shell, 35mm torx screw, 25 mm torx screw, "c" insert for a 28 mm head, and 28 + 8mm lfit head were revised. The stem is well-fixed and was left in-situ. Patient was revised to a 52e clusterhole shell with 3 screws, a 36e liner, and biolox 36 +7.5 mm head. Spoke to rep: surgeon originally suspected the patient suffered multiple dislocations due to shell malposition. However, intra-operatively, surgeon found signs of metal on metal wear and a possible allergic reaction or infection are thought to be possible.